Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n275364, implanted: (B)(6) 2011, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had positional stimulation and this gave the patient increased anxiety. The issue was also reported as overstimulation. The device was replaced. The patient's physician replaced the device with a newer model device. Symptoms associated with the event included pain and less than 50% therapy relief. The patient's status was noted as no injury or adverse event. On (B)(4) 2013 rp (rep): it was noted the patient wanted the implant moved due to discomfort at current implant site. It was stated the patient could try it in same site. It was unknown if the implant site was moved. The implantable neurostimulator was also noted as 'dead.' The patient wasn't using it so didn't recharge. The patient didn't like that stimulation changed when the patient lied down versus up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomaly. It was reported that the ins had "reduced capacity due to overdischarge." (B)(4).

Manufacturer narrative:
(B)(4).